Event description:
(B)(6) study. It was reported that complete heart block with right bundle branch block and left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event description: on same day of index procedure, post transcatheter aortic valve replacement (tavr), ECG revealed right bundle branch block, left anterior fascicular block, bifascicular block with wide qrs rhythm. Telemetry revealed complete heart block, right bundle branch block and ventricular escape rhythm. An electrophysiology was consultation and a new permanent pacemaker was recommended. On the same day of index procedure, a new single chamber non-bsc micra leadless permanent pacemaker was implanted successfully. Subject was implanted with a non-bsc initial leadless pacemaker, however, was embolized and was retrieved successfully without any complications. The event was considered recovered/resolved. The subject was discharged on aspirin, atrovastin, furosemide and warfarin.

Event description:
Reprise IV study. It was reported that complete heart block with right bundle branch block and left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event description: on same day of index procedure, post transcatheter aortic valve replacement (tavr), ECG revealed right bundle branch block, left anterior fascicular block, bifascicular block with wide qrs rhythm. Telemetry revealed complete heart block, right bundle branch block and ventricular escape rhythm. An electrophysiology was consultation and a new permanent pacemaker was recommended. On the same day of index procedure, a new single chamber non-bsc micra leadless permanent pacemaker was implanted successfully. Subject was implanted with a non-bsc initial leadless pacemaker, however, was embolized and was retrieved successfully without any complications. The event was considered recovered/resolved. The subject was discharged on aspirin, atrovastin, furosemide and warfarin. It was further reported that the non-bsc initial leadless pacemaker dislodged to the pulmonary artery (p) and was removed with a snare. A second device was implanted successfully in the rv apex. Coumadin was restarted along with beta blocker medications to control atrial fibrillation.